Manufacturer narrative:
Evaluation summary: the reported condition was confirmed. Review of the complaint history reveals similar reportes have been received for this product for the reported issue. This issue is being invstigated under CAPA mdq-CAPA-132.

Event description:
A baxter engineer reported a pump with depleted batteries. It is unk when this occurred. It is not known if there was any pt injury or medical intervention necessary according to the hosp rep. No add'l contact info is available.